Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was asleep and delivered a bolus of 14.8 units. The customer's blood glucose was 52mg/dl. Troubleshooting was performed. The customer stated that she was drinking orange juice to cover the insulin delivery. Advised the customer to keep drinking juice and take a glucose tablet, but the customer's blood glucose still was going down to 44mg/dl. The customer husband stated that he will drive her to the hospital. It was stated while driving; the customer's blood glucose rise up 95mg/dl and the call was disconnected. The customer called back and stated that she only remembers walking in the emergency room. Assisted the customer to change her maximum bolus amount. No further information was provided.